Manufacturer narrative:
(B)(4).

Event description:
The customer complained that since (B)(6) 2017 they had received results for patient samples associated with random system alarms. The customer had an erroneous crej2 creatinine jaffé gen.2 result on the cobas 6000 c (501) module that was not associated with a system alarm the initial crej2 result was 16.0 mg/dl and was reported outside the laboratory. The repeat on a different c501 module result was 0.8 mg/d and deemed to be correct. There was no adverse event. The customer stated that prior to the issue on (B)(6) 2017 the field service engineer cleaned the module with bleach. The crej2 reagent lot number was 24189501 with an expiration date of 31-jan-2019. After the issue the field service engineer (fse) found the rinse head vacuum tubing was damaged. The fse replaced the tubing, checked the dispense height, and checked the mechanical/fluidic system. The fse performed a mechanism check that passed. The customer ran successful calibration, quality control, and precision check.

Manufacturer narrative:
The issue appears to be sample specific. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months. Complaints regarding the specific part number related to the rinse tube assembly were reviewed and showed no abnormal trend in the past 90 days.

Manufacturer narrative:
The customer has not had a repeat of the issue.